Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that loose cable connections were the cause of the problem. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 could not obtain an image during a procedure. There was no adverse pt involvement reported. There was no pt information reported.